Event description:
The patient reported that she was feeling discomfort and not seeing symptom improvement. She was assisted in increasing stimulation. The patient later reported that she had good bladder symptom relief, but had a loss of effect on (B)(6) 2016 and needed to take pyridium as a result of the bladder acting up again. She did feel stimulation and was assisted in synching with the implantable neurostimulator (ins). She was set on program 1 at 0.5 and intended to increase stimulation. The patient further reported that she started at 0.5 volts and when symptoms returned she increased to 0.6 and 0.7 volts, but still had symptoms again on (B)(6) 2016. The last time she increased was the morning of (B)(6) 2016, but the symptoms got so bad that she had to take pyridium that night. She took pyridium again on (B)(6) 2016 and the symptoms were really bad again the following day. It had been 48 hours since the increase and nothing happened. She was going to consult with her healthcare provider (hcp). The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.